Event description:
The account alleges that the patient underwent a successful transoral incisionless fund oplutation [tif] procedure. The following day the patient presented with hypotensive symptoms and a drop in hemoglobin. An esophagogastroduodenoscopy [egd] was performed demonstrating a gastroesophageal bleed at one of the placement sites of the helical retractor which was reported to be removed without proper disengagement. The physician placed multiple clips at the placement site and was able to control the patient's bleeding. The bleeding did not require a blood transfusion for this patient. On (B)(6) 2023 the patient was reported to be doing well.

Manufacturer narrative:
The suspect medical device was not returned for device evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. Should the device return at a later date the complaint will be re-opened.